Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an abdominal aortic aneurysm repair (aaa). Reportedly the iliac artery was dilatated and the prostar xl sutures were deployed using a pre-close technique. During insertion of a 22fr sheath the sutures moved forward with the sheath, and it appeared the sutures were attached to the sheath. The sutures were pulled to remove the slack. The aaa repair was successfully completed and during attempted femoral arteriotomy closure it was found that the knot had locked during advancement of the 22fr sheath. A cut-down procedure was performed and approximately 4cm of plaque was found at the closure site. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Patient weight is estimated (the patients weight was reported to be approximately 100 lbs). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.